Manufacturer narrative:
In the case description, the user mentioned having low blood glucose levels while using the system. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files found that the controller was set-up on (B)(6) 2026 with a manual basal program of 8 u/hour. This resulted in an initial total daily insulin (tdi) of 150 u per day. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivery automated basal insulin while estimated glucose values were below 60 mg/dl were observed. While in manual mode, the system correctly delivered the user's manual basal program regardless of estimated glucose values received. No evidence of an overdelivery of insulin or of an issue with the user's basal program was observed in the available logs. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced recurrent low blood glucose levels after wearing the pod for approximately 4-24 hours. The patient stated that his glucose continued to drop despite attempts to correct, with values reportedly in the range of 54-69 mg/dl. The patient presented to the emergency room on (B)(6) 2026, where he remained for approximately four hours and was able to return home on (B)(6) 2026. He reported receiving fluids and glucose during treatment. The patient did not recall the diagnosis provided. Upon review of the controller settings, it was identified that the basal rate had been incorrectly set to 8 units per hour (192 units per day), which the patient confirmed was not his intended therapy setting. This incorrect basal rate likely contributed to the hypoglycemia. The patient re-entered his omnipod therapy settings using data from the previous controller and was advised to contact his healthcare provider regarding safe transition back to pod therapy, as he had taken long-acting insulin the prior night. It was further noted that the patient had been powering down his dexcom continuous glucose monitor receiver prior to connecting the pod, which could prevent delivery of critical high/low glucose alerts.